Manufacturer narrative:
MFR #2955842-2025-00927-01 was inadvertently submitted with an incorrect date in field g3. Field g3, date received by MFR was updated to reflect the correct date of 3/25/2025.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis and the complaint was confirmed. The erbe generator was returned for failure analysis and the reported failure was confirmed and replicated. During power-on test, the erbe error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue. Electrical safety test was performed and the unit passed. Preventive maintenance replacement of the integrated electro surgical unit (iesu) was completed. System was tested and verified ready for use. Isi has not received the iesu involved with this complaint as of the date of this report. A return material authorization (RMA) was issued to evaluate the isi device. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. .

Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the customer was unable to use monopolar energy with the integrated electrosurgical unit (iesu)/erbe. The customer stated that an error c-34 occurred. The customer replaced the monopolar instrument and the energy cord but the issue remained. The technical service engineer (tse) confirmed the reported error in the logs. The tse advised the customer to use a backup generator for the monopolar instrument. The customer stated that they would use the force triad generator for monopolar energy and continue using the erbe for bipolar energy. It was later stated that the surgeon was not happy to work with the force triad generator but will finish the surgery with it. The procedure was completed with no reported injury.